Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guidewire entanglement occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used with a non bsc guidewire. However, the non bsc guidewire was entangled at the exit port of the opticross imaging catheter. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A damage was observed on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire entanglement occurred. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used with a non bsc guidewire. However, the non bsc guidewire was entangled at the exit port of the opticross¿ imaging catheter. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good.